Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4)

Event description:
During procedure, it was reported the pipeline could not be disengaged from the capture coil. An attempt was made to withdraw the pipeline, but it stuck inside an enterprise stent. After several manipulations, the pipeline released from the capture coil. No patient injury reported.